Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The enhanced sensor interface board (esib) was replaced to correct the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Hcs (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an error resulting in display flickering and loss of mechanical ventilation during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The enhanced sensor interface board (esib) was replaced to correct the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an error resulting in display flickering and loss of mechanical ventilation during pre-use checkout. There was no patient involvement.